Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was refilled on august 8 with continual ultrasound. There were no issues at all. The patient was being refilled again on august 15. It was reported that the results of the indium study were received on (B)(6) 2014. They did not show any issue, per se, but the dye went very quickly into the patient¿s brain. The radiologist was feeling the patient¿s flow dynamics of their cerebrospinal fluid (csf) may have been at play as opposed to a pump issue. The initial cause of the overdose in july had not been determined. The indium study was planned to possibly be performed again because the indium was not concentrated enough so several scans had to be layered to see it. The patient had not had any further issues and had been refilled a couple times since the initial incident. The catheter was successfully aspirated prior to the indium priming bolus. No further actions had been taken to date regarding the issue. The patient was doing fine at the time of the report and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient underwent system contents removal followed by fill with radio labeled indium sterile saline solution for a cerebral spinal fluid study in nuclear medicine/MRI-radio labeled indium study. Following the flow study the patient's pump was primed with indium solution. Pump was aspirated of saline solution and filled with fentanyl solution. The pump was then primed for calculated internal tubing volume of .407ml. Approximately six minutes after prime ended the patient reported feeling dizzy/not well and rapidly declined. Additional symptoms included rapid loss of body control and slowed breathing. Narcan 0.2mg was administered and the pump was programmed to minimum rate. Patient recovered quickly after said interventions. They were transferred to the emergency department of observation and monitoring for suspected opioid overdose. Additional information received reported that the dye study was done on (B)(6) 2014 and "there was no issue with the drug getting into the cerebral spinal fluid (csf)." It was noted that they were not able to determine any causality. The radiologist had not reviewed the imaging and they were waiting to compare the radiologist results with the time stamp from the physician programmer.

Event description:
It was reported that an over infusion was suspected. It was reported that the location of issue was the catheter track. It was assumed there was increased drug in intrathecal space. It was reported that within ten minutes of refill the patient had decreased respiration, respiratory depression, slow heart rate and passed out in the physician¿s office. It resulted in hospitalization. The pump system was delivering fentanyl. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported that it was unknown if the patient was taking oral medications. It was unknown what caused the overdose symptoms. The physician suspected ultrasound electromagnetic interference (emi). It was reported that no pocket fill occurred as ¿ultrasound used to confirm.¿ it was noted that no actions were taken or planned as of the date of report. It was reported that the patient was ¿doing well.¿

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported that the overinfusion was attributed to the hcps temporary change in ultrasound technique during refills. The hcp had changed back to a previous method and no incidents had occurred since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.